Manufacturer narrative:
Additional information obtained: it was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument's jaws were stuck on grasped peritoneal tissue. The peritoneal tissue was cut away from the instrument's closed jaws; the tissue was not intended to be removed. The surgeon sutured the peritoneum and was able to embricate the peritoneal tissue to replace the cut-away peritoneal tissue. The instrument's cable was noted to be broken. Initially, the instrument could not be removed through the trocar. The instrument was then repositioned and successfully removed through the trocar. A backup force bipolar instrument was utilized for the remainder of the procedure, which was completed robotically. The patient was doing well.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaws were stuck on grasped tissue. The tissue was cut away from the instrument's closed jaws. The instrument's cable was noted to be broken. Initially, the instrument could not be removed through the trocar. The instrument was then repositioned and successfully removed through the trocar. A backup force bipolar instrument was utilized for the remainder of the procedure, which was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a product for failure analysis evaluation.